Event description:
Reportedly, the device would not release the clip after firing. The surgeon pulled the instrument back and an artery was torn while trying to release the clip. No patient injury reported.